Event description:
Patient arrived at clinic with abnormal speeds. Echo showed aortic valve opening, which is indicative of a clot. Tpa was administered in cicu and speeds and flow returned to normal.